Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, the foreign material was confirmed however the type of material was unable to be identified. It was presumed that humidity invaded the light guide lens which led to corrosion occurred by applied physical stress to the distal end such as hitting and dropping, and/or the light guide len's glue peeled off by chemical stress such as chemical solutions used for the device. However, the suggested event could not be confirmed and the root cause could not be identified. The event can be prevented by following the instructions for use which state: IFU states that detection method in the instruction manual gif-ez1500 operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign objects inside the light guide lens. There were no reports of patient involvement.